Event description:
Information was received from health care provider (hcp). It was confirmed that the lead's implant date was on (B)(6) 2016. It is unknown if prior to implantation the lead was in the hospital/clinic stock on consignment or if it was given to hcp from a manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# v001519, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for e ssential tremor and movement disorders. It was reported that the lead was implanted pasted its use by date (ubd) as the device was implanted on (B)(6) 2010 while the ubd was (B)(6) 2009. There was no known impact or consequence to the patient.

Event description:
Follow up information received from the hcp reported that the lead was implanted on (B)(6) 201, and that it is unknown if prior to implant if the lead was in the hospital stock or consignment or if given to by a manufacturer representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.